Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2600sbs-4 kit was received for investigation (no overall batch indicator present). Breakage was noted to the proximal threads of the biocomposite anchor returned with one of the four swivelocks. It was determined using digital caliper ID: 011 that approximately 10.50mm of the 15mm screw remained. The fragments generated during this event were not returned for inspection. It was identified that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The observed condition is most likely the result of improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery it was not possible to implant the device and during rotation the device broke and got loose inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-2323bcc-1). It was not necessary to switch the surgical technique or do a second surgery.